Manufacturer narrative:
Device not returned.

Event description:
Reportedly, this valve was explanted after 2 yrs and 7 months implant duration due to mitral insufficiency. The patient was also diagnosed with heart failure and pulmonary hypertension. When the valve was explanted, it was noted that there was host tissue overgrowth impedding the mobility of one of the leaflets.